Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and subsequently shut down. Additionally, it was reported that while the pump was charging, the pump began to smoke. It was unknown if the smoking was related to the charging cable, pump or outlet. The customer¿s blood glucose was approximately 400 mg/dl. The customer reverted to manual injections for insulin therapy.